Event description:
It was reported that while using two (2) bd vacutainer® sst¿ ii advance blood collection tubes for batch number 4068303 and three (3) tubes for batch number 4044858, the customer experienced underfill. No patient impact reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. There were two lot numbers reported to be involved. The information for additional lot number is as follows: d4. Medical device lot#: 4044858. D4. Medical device expiration date: 31-jul-2025. H4. Device manufacture date: 13-feb-2024. Unique identifier (UDI) #: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using two (2) bd vacutainer® sst¿ ii advance blood collection tubes for batch number 4068303 and three (3) tubes for batch number 4044858, the customer experienced underfill. No patient impact reported.

Manufacturer narrative:
Investigation summary batches: 4068303 and 4044858 batches: 4068303 and 4044858 bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples for each lot number were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.